Event description:
The customer stated that he tested his blood glucose and received a reading of 103 mg/dl using his contour meter. His glucose was also tested using another meter and that reading was over 215 mg/dl. If the other meter read 223 mg/dl or higher, the difference between the readings would fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.